Event description:
The nurse noted that the catheter was broken in the box. This was seen before beginning the procedure.

Manufacturer narrative:
Device investigation: results code: the catheter shows a break in the middle of the polymer in the proximal shaft 58.4 cm distal of the hub/shaft joint. The catheter is held together by its internal support wires and there is some stretching of the polymer around the break site. There are ovalizations at 0.7 and 6.4 cm from the distal tip. Conclusion code: the break noted in the complaint is confirmed. Although the shipping hoop was returned with the catheter, the catheter was not returned in the hoop. The stretching in the polymer indicates that the material was subject to forces beyond the tensile strength of the material. If the catheter is removed from the carrier hoop improperly at an angle, the shaft may break as seen in this case. The ovalizations in the distal segment are likely due to post complaint handling and shipping. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.